Event description:
Received a medwatch form. The patient was undergoing a total wrist fusion. When the surgeon attempted to remove the wire placed to hold the fusion plate in the bone, the tip broke below the level of the plate. Fluoroscopy was completed and confirmed the wire was below the plate level. The surgeon decided the risk of removing the wire was greater than the risk of leaving wire buried with bone and below the plate.